Event description:
Customer complains blood leak after five minutes into treatment. The blood loss for the pt estimated about 245ml from the blood in the extracorporeal circuit. By clinical policy it was not returned. No medical intervention. MFR ref # 9611369-2007-00146.